Manufacturer narrative:
The implicated product is not available for evaluation. Product specifications and lot release information for the lot in question were reviewed and all product criteria were met. There were no unusual observations noted. Device was not returned for evaluation.

Manufacturer narrative:
The product was used on the dining room table. There were no hazardous materials around except for a cell phone.

Event description:
A consumer in (B)(4) reported that while using the product for the fourth time on her daughter's hand, flames exploded at the base of the aerosol. The flames occurred when the product was being activated. The canister was thrown to the floor where the flames were extinguished with water. No one was injured and no damages occurred.